Manufacturer narrative:
The implicated product was collected by reckitt benckiser (rb) and returned to orasure technologies on 08apr2016. Visual examination of the implicated product revealed melting of the side shield and red fibers on the underside of the actuator. The kit was returned with 8 unused applicator buds with the implicated bud missing from the returned kit. The returned kit was sent to the oti engineering department for further evaluation. Several key dimensions were measured on the actuator and one of the applicators and compared to the respective material specifications. All measurements were within the acceptable range for their respective specifications. Further evaluation of the actuator under a microscope revealed one deformed area which appears to be slightly melted. Evaluation of the side shield revealed a deformation at the top of the shield which prohibits the actuator from sitting on top of the can properly. The majority of the shield deformation appears to have occurred on the outer portion of the shield indicating that an outside source of heat was applied to the shield. Based on the deformation of the side shield and the fibers which adhered to the bottom of the actuator, it is evident that the product was exposed to some type of heat source. The implicated product was then sent to (B)(4) (canister contract manufacturer) for further evaluation. (B)(4) reviewed the batch record for lot 5121 and no deviations were found. All process parameters were within specification and the samples which were checked by the qc department at release of the product met the functional product specifications. Several retain samples were activated and checked for functionality. All of the retain samples evaluated met the product specifications. Examination of the implicated product against its technical and product specifications did not reveal any deviations. Based on the batch review and the investigations performed on the retained samples and implicated sample, the conclusion is that the product is meeting its technical and functional specifications. Overall, no obvious manufacturing defects were observed during inspection and measurement of the implicated product. Without further detailed information, a definitive root cause of the deformation of the implicated product cannot be determined. It can only be concluded that an outside ignition source could have ignited the propellant during use.

Manufacturer narrative:
The incident was initially reported to (B)(6). (B)(6) indicated that they are attempting to obtain the implicated product. Should the product be returned, a follow up report will be submitted with the evaluation results. Review of the certificate of analysis for canister lot 5121 did not reveal any deviations or observations. The consumer stated that she was in the sitting room which was well ventilated while using the product when the incident occurred. Photos of the room and the damaged run and sofa were provided. Upon receipt of the photos, it was noted that there was a space heater in the sitting room. It is unknown whether the space heater was on at the time of the incident.

Event description:
Upon the initial use of a scholl freeze wart and verruca remover product, a consumer reported that the canister caught fire while charging the product. The product fell over and subsequently set fire to the consumer's area rug and the underside of their sofa. The consumer reported that nobody was hurt, but there was damage to the rug and sofa.